Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex extreme (8x4 80cm) pta dilatation balloon catheter ruptured intrastent. There was no reported patient injury. The balloon was prepped in accordance with the instructions for use (IFU) and was delivered without any issues. No bends nor kinks were noted on the catheter. It was taken to 14 atmospheres (atm) multiple times without incident. On the fourth inflation, upon reaching 14 atm, the balloon ruptured. The device was removed intact. The patient was treated successfully with a different pta catheter. The product was clinically used and will not be returned for analysis. The access site location was the cephalic vein. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. Ge omnipaque contrast media was used. The contrast to saline ratio was 50/50. A merit basix inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no calcification at the target site. The target site had minor tortuosity with 70% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). The device had to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
Complaint conclusion: as reported, an 8x40mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) dilatation balloon catheter ruptured intrastent upon reaching fourteen (14) atmospheres (atm) on the fourth inflation. The device was removed intact. The patient was treated successfully with a different pta catheter. There was no reported patient injury. The access site location was the cephalic vein. There was no calcification at the target site. The target site had minor tortuosity with 70% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The balloon was prepped in accordance with the instructions for use (IFU) and was delivered without any issues. No bends nor kinks were noted on the catheter. It was taken to 14 atmospheres (atm) multiple times without incident. Ge ominpaque contrast media was used. The contrast to saline ratio was 50/50. A competitor inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17741527 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (minor tortuosity with 70% stenosis) and procedural/ handling factors (passing through a previously deployed stent) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.